Event description:
Hosp reported that an ICU pt had "coded" and died during an MRI scan in which the 9500 pt monitor was being used. The pt was an unstable gunshot victim that was shot in the chest causing vascular injury and high spinal cord damage. The pt had coded multiple times prior to being taken to the MRI. The pt was connected to the 9500 monitor prior to the MRI scan. The MRI scan was of the pt's t-spine. Prior to taking the pt into the room they had a trace but were fiddling with the pulse ox probe to get a reading. During the scout the ECG trace was lost, they got it to work again, did some scouting and lost the trace again, so the pt was taken out of the scanner and back to the prep area, where their previous monitor was put on and a code was called. The pt subsequently died. The hosp indicated it was very likely because of the internal injuries suffered by the pt that it was likely he was going to code again.

Manufacturer narrative:
Medrad svc rep checked monitor and replaced some parts. The eval on the returned parts have not been completed. A f/u report will be submitted once the eval is complete.